Event description:
Reporter stated that caller from account reported a free flow flow situation which had occurred two days earlier. The source container on station 5 was found to be almost empty after the first 4 or 5 bags of the day had been compounded. The unit had not been programmed to deliver from station 5 or any of these bags. These bags were discarded, so there was not pt involvement. The next day the account tested station 5 for free flow using sterile water and there was none. The caller stated that their policy is to not prestretch tubing and to turn rotors. Since the problem was resolved, the unit was not swapped out. 10/23/96.